Event description:
It was reported that the side-firing of fiber was noticed to have commenced forward firing at 53,515 joules during a prostate procedure. The case was completed with a second fiber. "Outcome of patient ok, no harm to patient."

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber.